Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the lower arm of the patient got burned.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: lower am of the patient got burns. The probable root cause/s could be user accidentally submerges device in saline excessive force applied when used, stuck button. Accidental turn on the probe next to the patient while cover with saline/not in the field of view. Probable root cause for the broken shaft could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. (B)(4).

Event description:
It was reported that the lower arm of the patient got burned.